Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation. The blade rotated and exposed as intended. The device performed according to specification.

Manufacturer narrative:
(B)(4) - blade will not rotate prior to first use. Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2014. During the procedure, the device did not activate and became not to rotate. Another device was used to complete the procedure with no adverse patient consequences.